Event description:
Customer tested blood glucose and received a result of 816mg/dl, the customer retested and received a result of 16mg/dl. The customer changed the batteries and perfrormed another test and received a result of 832mg/dl. The next day the customer tested when he got up and received a result of 16mg/dl, a retest was done with a result of 16mg/dl. The customer tested his wifes blood glucose and received a result of 47mg/dl. The customer tested again and received a result in the 600 - 800 mg/dl range. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.